Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018; the treating physician planned to successively treat the patient's gsv and then the accessory vein in the same leg. The fiber and tre-sheath were withdrawn from the patient's first vain as a unit. When attempting to pull the fiber out of the tre-sheath in order to set up for the second vein, it was noted the tip of the fiber had fractured off. The event occurred outside of the patient. The devices were set aside and the procedure was completed using a new of the same device. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch laser fiber. A visual review of the fiber noted that the gold tip tube had detached from the fiber and remained stuck in the end of the tre-sheath. The gold tip was then removed from the sheath so further review could be performed. The devices met all manufacturing dimensional specifications for this product family. Evaluation of the fiber confirmed the fiber was manufactured correctly as evidenced by proper crimp marks on the tube tip and adhesive present. The customer's reported complaint description of the "tip broke off from the fiber" is confirmed. A definitive root cause cannot be determined at this time, although a possible contributing factor could be due to a buildup of biological matter (dried blood) in the tre-sheath during the ablation of the gsv. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).